Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. A 3.00x32mm taxus liberte stent dislodged from the delivery balloon during the procedure. The physician was unable to retrieve the taxus liberte stent with a snare so the pt was transferred to interventional radiology. The dislodged stent was located and deployed in the foot. It was also noted that after the taxus stent dislodged, the physician attempted to cross the lesion with a non-bsc sds, but was unsuccessful. It is unk how the target lesion was ultimately treated. No additional pt complications were reported. Additional info has been requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.